Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the left ventricular (lv) lead implant attempt it was noted that the patient had a sudden drop in blood pressure accompanied by palpitations, nausea and vomiting. Angiography confirmed there was a dissection of the coronary vein. Emergency rescue was immediately performed during the operation. After observation the patient¿s symptoms had gone away however the dissection still remained. The lv lead was removed and a left bundle branch lead was implanted. Following the operation it was noted that the patient¿s physician signs and electrical parameters were normal and stable.